Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device's bag broke between abdominal wall and the skin and the space was filled up with lose bile stones. The specimen were retrieved using other instrument.